Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reporter stated the infusion device does not vibrate or give an error or alert message upon completion of the temporary basal rate. No adverse event reported. Return of the suspect device was requested for evaluation.